Event description:
Per the clinic, the patient was prescribed with a combination of topical steroid and antibiotics (otocomb) on (B)(6) 2022 (specific duration not reported), due to an inflammation at abutment site.

Manufacturer narrative:
This report is submitted on december 20, 2023.